Event description:
The customer reported to olympus that the hd camera head had bad image quality. The issue was found during preparation for use. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of bad image quality was confirmed. The device evaluation found the bad image issue was due to faulty charged coupled device, faulty image sensor elements. The device failed a leak test due to a cracked connector. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Additional information about the event was requested, but not received. Based on the results of the investigation, the definitive root cause of the faulty charge coupled device unit could not be determined. Olympus will continue to monitor field performance for this device.